Event description:
It was reported, the patient had a shocking and jolting sensation and they had pain at the lead location. In the last six weeks, the patient had been getting occasional jolting of stimulation in upright position that was painful and unexpected. The patient only felt the shocking sensation in the upright position. The patient had not falls or damaged to the system. Impedances were measured to be normal and the patient¿s coverage was good. The patient had been exercising more and lost weight in the last 12 months. The implantable neurostimulator (ins) was oriented correctly and seemed normal. No further troubleshooting had been done at the time of this report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).